Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, lot #: 1600739220: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the cable was damaged. The bob was replaced. Codes b01, c13, and d02 are applicable to this analysis. H3, h6: the breakout box was returned to the manufacturer for analysis. Through functional testing and visual and physical examinations, it was determined that the cable jacket was damaged. The damage exposed the shield wire but no bare wires or conductors. Functionally, the unit performed as intended. Codes b01, c07, and d02 are applicable to this analysis. H3: please see section d9 for when the device was available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the insulation for the cable on the break out box (bob) was damaged. There was no patient involvement.